Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's pacemaker exhibited rapid depletion of battery. The device was explanted and replaced. The patient was stable.

Event description:
New information notes that atrial capture was unsuccessful during generator change. It was unknown if this is due to the battery depletion or a separate issue.

Manufacturer narrative:
Device was received with battery voltage recovered to normal range. Analysis of the device image indicated device voltage has dropped to eos in the field. Visual inspection revealed header delamination occurring between the header and can attachment, which allowed body fluids to enter the header attachment area. Further testing revealed low impedance paths within header connection. The body fluids entered the delaminated area, which caused shorting between the header connection channels, resulting in the reported issues. Header problem is consistent with manufacturing anomalies. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
As received, incorrect lead impedance and output anomalies were noted. The device was cut open to enable further testing and battery was found depleted below elective-replacement level. Hybrid circuitry was tested by connecting to an external power source and results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Correction: previous report should have included above h6 code h10 should have included: the reported events of lead loss or pacing and rapid battery depletion were confirmed. As received, the device battery was at end of service (eos) voltage level and output anomalies were observed. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. Additionally, visual inspection of the header attachment area also revealed header delamination occurring between the header and case. As a result of these findings of a feedthrough breach and header delamination, abbott is performing further investigation.